Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg displayed the message ¿replace generator¿, "the generator has reached its end of service". Surgical intervention may be pending to address the issue.